Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vicm5_12.6, -10.0 diopter, implantable collamer lens tore/broke during injection/delivery into the eye. The lens was implanted,removed and replaced intraoperatively. There was no patient injury. The problem resolved. In the reporters opinion the cause of this event is unknown.